Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history records) of the libre sensor serial number provided by the customer were reviewed. The manufacturing date of the product was (B)(6) 2018 and the expiry date of the product was (B)(6) 2019. It has been in distribution beyond its useful life, as of the case awareness date of (B)(6) 2020. Since the product was beyond its useful life at the time of the complaint no further investigation activities are required. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a skin reaction at the site of the freestyle libre sensor. The customer reported that he is having regular consultations with a dermatologist every three months, with the most recent contact on (B)(6) 2019. The dermatologist prescribed antedate (betamethasone) ointment as treatment. There is no report of death or permanent injury associated with this event.